Event description:
The pt had glaucoma of both eyes in 2003 diagnosed as pseudo exfoliative glaucoma. Corneal tissue was transplanted. Pt has been put on eye drops but she is now blind in the right eye and can barely see with the left eye as well.